Manufacturer narrative:
The reported event of error message was not confirmed. The device was received without establishing telemetry. Further analysis revealed that the device's battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. The cause of premature battery depletion could not be determined, and no other anomalies were observed. A device history record (DHR) review was performed, and the post-sterilization test failed due to low battery voltage but passed a retest prior to its release.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited an error message upon interrogation prior to the device's implant. The device was not used and there were no patients involved.